Event description:
It was reported that patient went to the hospital due to omnipod personal diabetes manager (pdm) not holding a charge. While good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pdm software reached a critical failure mode. This resulted in an inability to download the log files and perform the investigation. It could not be determined if the battery was unable to hold charge.